Event description:
This lv lead was implanted on (B)(6) 2007 and still remains implanted. A call to technical services was made on (B)(6) 2014 stating that there was a low l v intrinsic amplitude alongside with ra intrinsic amplitude. However, all other lead diagnostics were normal. It was advised to demonstrate the tones to the patient by magnet placement. The representative confirmed that he was able to interrogate device and did a complete follow up. The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).